Event description:
Ventilator not delivering volumes.======================manufacturer response for ventilator, 500a (per site reporter).======================they will look into problem once they receive ventilator.device #1is this a laboratory device or laboratory test?no.